Event description:
It was reported that foreign matter was found before use with bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter, "fm on tube. Customer found black colored foreign material on cap."

Manufacturer narrative:
D.10 device available for eval yes, returned to manufacturer on: 2020-02-25. H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective stopper molding was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
The changes are as follows: b.3. Date of event: (B)(6)2020. G.4. Date received by manufacturer: 2020-02-17 h3 other text : see h.10.

Event description:
It was reported that foreign matter was found before use with bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter, "fm on tube. Customer found black colored foreign material on cap."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter, "fm on tube. Customer found black colored foreign material on cap."